Event description:
Pt was wearing device and device was reading significantly lower glucose readings than what her blood glucose monitor was showing hypos: bgs 40 in am but does not match fingerstick always (B)(6): sensor 40, glucometer 95, (B)(6): sensor 40, glucometer 127; sensor 40, glucometer 71, (B)(6): sensor 49, glucometer 122. Inaccurate sensor readings can result in over treatment of hypoglycemia that isn't truly hypoglycemia. It can result in a pt not taking diabetes medications and resulting in hyperglycemia due to this.